Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-oct-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 08-oct-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) leads moved following a golf injury, and the patient experienced a return of pain, therapy was not effective. The issue was ongoing and not resolved. The patient was treated with reprogramming to work around the lead movement. A lead revision was planned by the implanting surgeon to return the leads to their original placement for pain relief. No serious adverse outcomes were reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.